Event description:
It was reported by the that during an unknown procedure the staples were malformed after the firing. The surgeon changed hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). What type of procedure was the device used in? The device was used in an esophageal cancer operation. How was it confirmed that the anvil was secured to the trocar? There was a crunch when the anvil secured to the trocar. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? There was a crunch when the device was fully fired and the device was compressed until unable to fire further. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Only can ensure than the orange indicator was in the green tissue compression gap. Was the breakaway washer completely cut through? Yes. What did the staple form look like? Some staples were not look like a b form. Was the device fired over an existing staple line or clip? No. If there were any issues with removing the device, please explain. Difficult to remove. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. To open the instrument turn one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.